Event description:
A customer reported a malfunction on the pump, which occurred while the pump was being charged and felt warm to the touch. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the high blood glucose, the customer administered a correction injection. Technical support provided guidance on resetting the pump, which the customer successfully completed, preventing the malfunction from recurring. The customer was advised to continue using the pump and to contact technical support if the issue reappears.